Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this lead dislodged at implant and was repositioned one day later. The lead dislodged again one month post implant. The decision was made at that time to program the device to vvi and not risk another revision procedure. The patient stated that they felt better before the device and leads were implanted. There is no plan to revise the lead at this time.